Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced during a scheduled pulse generator change out procedure. The right ventricular lead had exhibited high impedance and high thresholds measurements for the past six months. The patient was doing fine before and after the procedure.